Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All device components were explanted and were not returned as it was disposed by the facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4).